Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found non-olympus lamp 233+hours not fitted inside sink, this may contribute to user complaint. Also, found a bad scope socket latch mechanism not protecting pins. Abnormal pump sound. Lastly, the front panel had multiple scratches and illegible labels. There is minor scratches on top cover but ok to use as it is. The rest of the functionality tested ok. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the light keeps flickering off and on when it its inserted into the evis exera iii xenon light source. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Since the report of the light flickering on and off was unable to be replicated during device evaluation, a definitive root cause could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.